Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip ntw was prepared and placed successfully. After deploying the mitraclip ntw there was tension noted on the dc handle. Then there was movement noted of the clip before a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. The clip remained stable on the anterior leaflet and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to pre-existing patient anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.